Event description:
It was reported that the customer discovered the harmonic ace instrument "head" was fractured during a da vinci-assisted pulmonary lobectomy surgical procedure. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The blade broke at roughly 0.21 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional findings, which were not reported by site, were that the instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing. The instrument was found to have the main tube broken. No material was found missing. Additional analysis was performed on the stapler instrument by an advanced failure analysis (afa) investigation. The previous finding was confirmed. Instrument was found with a broken blade, teflon pad damage, and a broken main tube. The main tube was found to be broken at the weld location, most likely due to a component failure of the main tube. The most probable root cause of blade and teflon pad damage is associated with mishandling/misuse.